Manufacturer narrative:
Product ID: 8711, lot# n132174019, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Additional information received reported the patient was septic at the time of replacement. The patient passed away from being septic, and the death was not related to the pump, as the patient was ¿very sick¿. Information regarding the pump replacement and the initial information regarding the patient¿s death was reported in manufacturing # 3004209178-2013-07190, and all further information regarding the patient¿s death will be reported in this manufacturing report number.